Event description:
Arjohuntleigh received a complaint where it was reported that during pt's transfer on the miranti (hygienic lift) the resident rolled off from the device. In accordance to information provided by the facility the safety belt was not used as it had been lost. No injuries were reported as a consequence of the event. Maintenance representative information us that this was considered by the facility to be user error, however, the facility did not give use a permission to go on-site to evaluate the device or get a statement from their staff as they believed there was no issue with the device other than the operation without the safety belt. Reference MFR# 3007420694-2014-00041.